Event description:
Per provider: short circuit. Per independent repair center statement, the unit was not starting. Additional malfunctions were filter dirty, exhaust fan noisy/weak, zip tie replaced, pcb assembly short circuit.